Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, multiple bg meters were used for calibrations. Reportedly, the cgm bg reading was 284 mg/dl, and the meter bg reading was 560 mg/dl. Reportedly, a second cgm bg reading was 285 mg/dl, and the meter bg reading was 575 mg/dl. Reportedly, a third cgm bg reading was 256 mg/dl, and the meter bg reading was 387 mg/dl. Reportedly, a fourth cgm bg reading was 174 mg/dl, and the meter bg reading was 267 mg/dl. Subsequently, the customer¿s bg level reached 575 mg/dl. A manual injection was administered to address bg. No additional patient or event information was available. A replacement sensor was sent to the customer.